Event description:
The manufacturer sales rep reported that the device overheated while it was being tested at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: d9, d4: gtin field (include full UDI if not included in initial MDR)device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales rep reported that the device overheated while it was being tested at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.